Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker detected loss of capture on the patient's right ventricular (rv) lead. Technical services was consulted and noted there was noise seen on the most recent presenting electrogram (egm). It was also mentioned that the combination of fast sensing as well as intermittent low r-wave amplitudes suggests the possibility of intermittent oversensing. Subsequently, rv lead troubleshooting was recommended. Of note, the patient's leads are non-boston scientific products. At this time, this pacemaker remains in service, and there were no adverse patient effects reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this pacemaker detected loss of capture on the patient's right ventricular (rv) lead. Technical services was consulted and noted there was noise seen on the most recent presenting electrogram (egm). It was also mentioned that the combination of fast sensing as well as intermittent low r-wave amplitudes suggests the possibility of intermittent oversensing. Subsequently, rv lead troubleshooting was recommended. Of note, the patient's leads are non-boston scientific products. At this time, this pacemaker remains in service, and there were no adverse patient effects reported.